Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported they figured the problem of the push plate was stuck due to corrosion. The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source had a connector issue. There was a little push plate where the socket was, that was stuck activating the high-intensity for the lamp. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel chassis rusted, front panel is damaged, the top cover rusted, rear feet rusted, bottom chassis rusted, lamp door rusted, worn-out scope socket, old ver. Igniter and iris cable need to be upgraded, the on-olympus lamp life meter is reading below 50 hours light intensity output w/in range, debris inside air pump tubing and stains on normal fu lens. Based on the results of the investigation, it is likely that the high intensity mode was activated intermittently due to a scope slider switch failure. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: 5.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire. Olympus will continue to monitor field performance for this device.

Event description:
It was initially reported that there was no patient involvement during the call to olympus technical assistance center (tac). Additional information was received indicating there was no procedure or other devices involved.